Manufacturer narrative:
Device received with blank display due to moisture damage at electronic and motor assembly. Unable to verify critical pump error alarm due to blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error and blank display. The blood glucose level was at unknown the time of incident. Customer stated that the they were swimming for 15 minutes. Troubleshooting was performed for blank display. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Customer was calling back with blank display after receiving new battery cap. Customer states the display was blank less than 30 seconds and then returned. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Display did not returned after pump restart. The insulin pump will be returned for analysis.